Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the 1st rpl and one resolute onyx des was used to treat the lad. Cec adjudicated that a non-q-wave mi, 3rd udmi peri-pci of the target vessel lad occurred the same day. Cec adjudicated no stent thrombosis and commented that side branch occlusion occurred. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the index device.